Manufacturer narrative:
Correction: addition to product event summary: x-ray imaging showed a kink observed in the guidewire lumen near the spiral array. Dissection of the handle was performed and the guidewire lumen was extracted from the shaft; a kink was observed in guidewire lumen near the spiral array. In conclusion, the reported issue of an inverted array was confirmed during analysis and the loop catheter did not pass the returned product inspection due to a guidewire lumen kink near the spiral array. Correction: additional fdd/annex a (a040609) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array became inverted. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image data files and the pscc100 loop catheter with lot number 0012350768 were returned and analyzed. The returned images showed a loop catheter inverted array. Visual inspection of the returned loop catheter was performed and the catheter was received intact. The spiral array was visibly confirmed to be inverted. X-ray imaging confirmed the array pebax tube was inverted. The electrode wires appeared intact without breakage or detachment from the electrodes. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered. The array tube was not advancing forward when slide control pushed all the way. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was performed without any interruption. Hipot verification for the integrity of electrode wires and testing for electrical continuity did not reveal any anomalies. Dissection of the handle was performed and the guidewire lumen was extracted from the shaft. No anomalies were seen on guide wire lumen or throughout the length of catheter contributing to the inverted array. In conclusion, the reported inverted array issue was confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.